Event description:
Doctor was about to use the boston scientific autotome ref m00545200, lot # 33273015, but the tome wire popped off. Nothing was retained in the patient, but the supply malfunctioned.